Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. No lot number was provided. UDI, expiration date and device manufacture date could not be provided. The access total b-hcg reagent was not returned for evaluation. Calibration and quality control were not provided for review. There was no report of sample integrity issues. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance seven (7) days after the date of the event. The fse run system check that passed even if the first result of substrate rlu was slightly high. Then the fse checked the instrument and found dirty aspirate probes and substrate probe. The fse cleaned the probes, pump and tubing. System check was rerun and passed within specifications. Per the access 2 instructions for use part number c42386, it states "in order to keep the access 2 system running properly, perform daily maintenance once every 24 hours and weekly maintenance once every seven days. For daily maintenance: "inspect the fluidic module" and "clean the wash carousel probe exteriors" and for weekly maintenance: remove the aspirate probes, install clean probes and clean the removed probes." Although the fse serviced the instrument, a definitive cause for this event cannot be determined with the information supplied. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021, the customer reported one non-reproducible false high hcg (access total b-hcg) patient result involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)). On (B)(6) 2021, the initial patient sample dhcg result was 2663 miu/ml (no data was provided). The progesterone result was 18.48 pg/ml and the estradiol results were at 21.15 and 21.69 ng/ml. This patient had just performed an embryo transplantation and the elevated hcg result indicated the possibility that the transplantation was successfully performed. The patient was given progesterone medication to prevent miscarriage thinking that the embryo transplantation was successful. On (B)(6) 2021, the patient was redrawn and retested. The hcg result obtained on same analyzer after one week¿s progesterone medication was discordant at 0.63 miu/ml. The progesterone and estradiol results from this sample patient were similar to previous results obtained and were not questioned. The customer retested the initial sample on same analyzer on (B)(6) 2021 with a hcg result of 0.43 miu/ml which was discordant with the previous result of 2663 miu/ml, meaning that the initial diagnosis was incorrect and that the embryo transplantation failed. Calibration and quality control were not provided for review. On (B)(6) 2021, a beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse run system check that passed even if the first result of substrate rlu was slightly high. The fse also reported that per customer verbal's, some erratic results on several assays occurred previously to this event (no data was provided). Then the fse checked the instrument and found dirty aspirate probes and substrate probe. The fse cleaned the probes, pump and tubing. System check was rerun and passed within specifications. The customer reported that the sample was centrifuged for 10 minutes at 3500 g. There was no report of sample integrity issues. No further sample information was provided.